Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿white hairy foreign matter¿) was found after use on the needle of a bd intima ii¿ IV catheter prn adapter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
A sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The batch record was reviewed, no related abnormalities were found. The cannula of every device is coated in a silicone oil lubricant, in hot or humid environments it can cause a precipitate to form on the cannula. The foreign matter on the cannula was tested to validate the chemical identity as silicone. The root cause is related to the environmental that occurred during transportation or storage of the product.